Event description:
It was reported that the patient had good coverage of her midsection for her reflex sympathetic dystrophy (rsd) and ¿it was working just perfectly¿. However, the rsd spread to the patient¿s right leg. The implantable neurostimulator (ins) "needed to be replaced" so the patient and healthcare provider (hcp) agreed to replace it with a non-rechargeable ins due to ¿all the time required to recharge¿. The hcp also ¿added a lead¿ to try and cover the right leg. The reporter indicated that the old lead that covered the patient¿s midsection ¿so well¿, broke when the old ins was taken out. The healthcare provider (hcp) ¿lost the screws¿ so it needed to be replaced. It was unclear if the lead was replaced as the reporter stated that it was replaced but also did not think the lead was taken out. Per manufacturer's device registry, the patient's lead and extension were replaced on the same day as the ins replacement. Approximately two weeks later, it was reported that the patient desired a non-rechargeable device. The reporter was unsure if the lead broke as a result of surgical pulling or tugging. Impedances were reportedly normal before the revision as well as good coverage.

Manufacturer narrative:
Product ID: 3550-29, lot# n135468, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: accessory. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3487a-33, lot# j0406571v, implanted: (B)(6) 200, explanted: (B)(6) 2013, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID: 3487a-33, lot# j0406571v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: lead. (B)(4).